Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis confirmed the damaged generator. The equipotential plug, nut and washer were identified in the investigation to address the issue. No repair was performed at this time and the unit was placed in long term hold. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device has a missing bracket on the back of the unit. It is an out of box failure with no patient involvement.